Manufacturer narrative:
Sample analysis: the device will not be returned for analysis. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that 5-6 mvi azur framing coils were deployed into tandem pseudo aneurysm. Both aneurysms shared an approx 3 cm neck to the ascending aorta. The physician alternated in deploying cook and mvi coils. The last cook coil deployed was reported to have pushed a portion of an azur coil into the aorta. A portion of the coil remained in he aneurysm intertwined with the other coils. An attempt was made to retrieve the azur coil using a snare and in doing so, the entire coil mass (approx 12 coils) were pulled into the aorta. All coils were removed with approx 5 different snare types over duration of 4 hours. No harm, was reported.